Event description:
It was reported that during the lap gastric bypass procedure, the generator received an error code 5. A second handpiece was tried, but the same error code persisted. A second shear was used to finish the case with no pt consequence.